Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s child, the patient inserted a new sensor and then went to sleep shortly after insertion. On the morning of (B)(6) 20/25, the patient discovered the wearable failed sometime overnight, and he was not receiving any cgm values. The patient tested his bg meter reading at this time and it was 279 mg/dl. Later that afternoon, during a phone call with his daughter, she suspected the patient was experiencing a low bg level. She called the patient¿s neighbor to check on him. The patient¿s neighbor came and tested the patient¿s bg meter reading, which was 23 mg/dl. The patient was given (3) glucose tablets. The patient was experiencing thirst, weakness and eventually lost consciousness. Emergency medical services (ems) was called and once they arrived, the patient¿s bg meter reading was monitored (no specific values were reported). It was also noted that the patient¿s bg level increased to 288 mg/dl at some point and then dropped back down to 50 mg/dl. It was not specified if these were bg meter or cgm values. Ems treated the patient with a glucagon injection and transported the patient to the emergency room (ER). The patient regained consciousness after approximately 10-15 minutes. The patient was discharged from the ER on (B)(6) 2025 (exact hours in the ER were not specified). The patient was ¿stable¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. Nordic bluetooth pairing test was performed and passed. As previously reported, performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via product.